Manufacturer narrative:
Block h10: block b5 and block d7 were updated with additional information received on (B)(6), 2020 and (B)(6) 2020. Block a1: patient initials are (B)(6). Block g3: e7121 axios japan post market survey block h6: patient code 3191 captures the additional intervention required to treat the patient's cyst obstruction. Device code 2423 captures the reportable event of stent obstruction within device. Block h10: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2019. Reportedly, the patient's pseudocyst was measured on (B)(6) 2019 via computed tomography (CT) imaging and was confirmed to be 65mm in diameter, in close contact with the stomach wall, and contained 100% liquid content. The cyst was located in the pancreatic tail and its shape was distorted. The stent was placed as part of the e7121 axios japan post market survey. On (B)(6), 2019, CT imaging confirmed that the stent was open and there were no issues. The patient remained hospitalized for antibiotic treatment, and on (B)(6), 2019, the patient was discharged from the facility. According to the complainant, on (B)(6) 2019, the patient was hospitalized due to a fever over 38 degrees celsius. In the physician's assessment, the fever was not related to the axios stent, was caused by the patient's cyst infection, and was treated by draining the patient's cyst. It was noted that the patient's cyst was obstructed, and in the physician's assessment, the obstruction was caused by interference between the axios stent and the cyst wall. On (B)(6) 2019, a second hot axios stent was placed to treat the cyst obstruction. On (B)(6) , 2019, the patient was discharged from the facility. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2020 and (B)(6) 2020*** reportedly, the patient's pseudocyst was measured on (B)(6) 2019 via computed tomography (CT) imaging and was confirmed to be 76mm in diameter, in close contact with the stomach wall, and contained 100% liquid content. The cyst was located in the pancreatic tail and its shape was distorted. The two axios stents were removed from the patient on (B)(6) 2019.

Manufacturer narrative:
(B)(6). Report source: (B)(6) post market survey. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2019. Reportedly, the patient's pseudocyst was measured on (B)(6) 2019 via computed tomography (CT) imaging and was confirmed to be 65mm in diameter, in close contact with the stomach wall, and contained 100% liquid content. The cyst was located in the pancreatic tail and its shape was distorted. The stent was placed as part of the e7121 axios japan post market survey. On (B)(6) 2019, CT imaging confirmed that the stent was open and there were no issues. The patient remained hospitalized for antibiotic treatment, and on (B)(6) 2019, the patient was discharged from the facility. According to the complainant, on (B)(6) 2019, the patient was hospitalized due to a fever over 38 degrees celsius. In the physician's assessment, the fever was not related to the axios stent, was caused by the patient's cyst infection, and was treated by draining the patient's cyst. It was noted that the patient's cyst was obstructed, and in the physician's assessment, the obstruction was caused by interference between the axios stent and the cyst wall. On (B)(6) 2019, a second hot axios stent was placed to treat the cyst obstruction. On (B)(6) 2019, the patient was discharged from the facility. There were no patient complications reported as a result of this event.